Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there was a backup audible alarm post error message. The power up process was conducted and the reported error was unable to be duplicated. The main board was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an "error code system failure back up audible alarm". There was no reported adverse event.